Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl. The customer had delivered a correction bolus and the bg returned to target level. As the customer's cartridge's insulin level was low, the contact was unable to perform a system check with tandem technical support to determine a possible cause of the occlusion.